Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart. Customer stated that they noticed a white circle appeared on the screen for about one hour. Countdown started after the battery was replaced and the screen became pitch-black and alarmed for unexpected restart. Customer's current blood glucose was not given. Insulin pump will be return for analysis.